Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after expiration. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the supera instruction for use (IFU) states: use this device prior to the use by (expiration) date as specified on the device package label. The investigation determined the reported use after expiration appears to be related to the deviation from the IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018 the supera stent was successfully implanted in the superficial femoral artery. It was noted on (B)(6) 2018 that the implanted stent had expired on (B)(6) 2018. There were no adverse patient effects from use of the expired device. There was no additional information provided.